Event description:
It was reported that during an unknown procedure, the device would not staple, but cut. After the first use of the device, the staples did not close correctly. During the second use of the device, it was impossible to fire the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.